Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05888. It was reported that when the patient presented via remote transmission, high, out of range high voltage lead impedance was observed and the radio frequency (rf) chip was not working. The rv lead was capped and replaced on (B)(6) 2019. The patient remained stable before, during, and after the procedure.